Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter: the customer's address is unknown:  (B)(6), USA has been used as a default.  Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd pen needle experienced an inability/difficulty to prime during use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. Verbatim: my wife is diabetic and uses some of your products. In particular she is using the bd nano ultra-fine pen needles. Recently she has begun finding that a number of the needles are unusable. Prior to injecting herself, she is supposed to draw 2 units of insulin and expel these to make sure the injection has no air bubbles. With this step she is finding that the 2 units cannot be expelled, indicating that the needle is not clear (not usable).

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for clog.

Event description:
It was reported that an unspecified number of an unspecified bd pen needle experienced an inability/difficulty to prime during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. Verbatim: my wife is diabetic and uses some of your products. In particular she is using the bd nano ultra-fine pen needles. Recently she has begun finding that a number of the needles are unusable. Prior to injecting herself, she is supposed to draw 2 units of insulin and expel these to make sure the injection has no air bubbles. With this step she is finding that the 2 units cannot be expelled, indicating that the needle is not clear (not usable).